Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 27-may-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for birth control. Subsequent to the essure procedure, plaintiff began to experience abnormal bleeding, heavy menses, severe abdominal pain, and other symptoms. The treating physicians also noted low potassium, high blood pressure, and high white blood cell counts, meaning infections, after the essure was implanted. Her conditions were so severe her physician recommended a hysterectomy to fully remove the essure device. On or about (B)(6) 2012, she underwent a hysterectomy. Follow-up received on 16-jun-2016 - quality-safety evaluation: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and subsequently after the procedure, began to experience abnormal (genital) bleeding and severe abdominal pain. She had a hysterectomy to fully remove the devices one year after placement. These events are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Menstrual pattern changes and genital bleeding may happen during device therapy, as well. Considering their nature and the close temporal relationship, causal relationship between these two events and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (batch no. 50512935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in (B)(6) 2011 and device monitoring procedure not performed "she did not underwent essure confirmation test." The patient's past medical history included postpartum depression, dysuria, discomfort, uterine bleeding, c-section and pyometra. Previously administered products included for an unreported indication: ciprofloxacin. Concurrent conditions included pre-eclampsia, hypothyroidism, high cholesterol, costochondritis, blood pressure high, chronic sinusitis, leiomyoma nos, endometrial polyp, right lower quadrant pain, hematoma, hematometra, unspecified disorder of uterus, endometrial ablation, cervical stricture, cervical spinal stenosis, cervicitis and squamous cell metaplasia. Concomitant products included atorvastatin, hydrochlorothiazide, ibuprofen (motrin), phentermine, simvastatin, spironolactone, thyroid (armour thyroid) and vicodin (norco). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2011, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blood potassium decreased ("low potassium"), hypertension ("high blood pressure"), white blood cell count increased ("high white blood cell counts"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics, surgery (total abdominal hysterectomy and laparoscopy) and surgery (d&c on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, back pain, vulvovaginal pain, vaginal infection, female sexual dysfunction, dysmenorrhoea and vaginal haemorrhage was resolving and the genital haemorrhage, blood potassium decreased, hypertension, white blood cell count increased, nausea, fatigue, vaginal discharge, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, blood potassium decreased, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypertension, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and white blood cell count increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Patient had done sonography which was normal. Ultrasound pelvis complete with transvaginal: result: fluid in the endometrium which is thickened, normal ovaries (B)(6) 2012 - d&c performed (pelvic pain - hematometra vs pyometra?) - endometrium (curettage): - insufficient sample for evaluation of the en fragments of benign endo- and ectocervical along with superficial strips of endometrial without associated stroma. (B)(6) 2012 - diagnosis cervix: squamous and endocervical glandular mucosa with squamous metaplasia and mild chronic cervicitis. Endometrium: status post endometrial ablation with residual thin endometrial lining, significant acute inflammation with reactive epithelial changes and extensive hemorrhage. Myometrium: - no significant histopathologic abnormality. Serosa: - no significant histopathologic abnormality. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 26-oct-2018: mr received: concomitant and historical diseases added. Concomitant and historical drugs added. D&c performed due to pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 50512935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube/ failure to occlude (close) fallopian tube(s)." In (B)(6) 2011, medical device monitoring error "essure sterilization and endometrial ablation using hta device" and device monitoring procedure not performed "she did not underwent essure confirmation test." The patient's medical history included postpartum depression, dysuria, discomfort, uterine bleeding, c-section, pyometra and back pain. Previously administered products included for an unreported indication: ciprofloxacin. Concurrent conditions included pre-eclampsia, hypothyroidism, high cholesterol, costochondritis, blood pressure high, chronic sinusitis, leiomyoma nos, endometrial polyp, right lower quadrant pain, hematoma, hematometra, unspecified disorder of uterus, endometrial ablation, cervical stricture, cervical spinal stenosis, cervicitis and squamous cell metaplasia. Concomitant products included atorvastatin, hydrochlorothiazide, hydrocodone bitartrate;paracetamol (norco), phentermine, simvastatin, spironolactone and thyroid (armour thyroid). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping), vaginal hemorrhage ("abnormal bleeding (vaginal), nausea ("nausea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti") and dyspareunia ("dyspareunia(painful sexual intercourse). The patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding"), hypertension ("high blood pressure"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain") and was found to have blood potassium decreased ("low potassium") and white blood cell count increased ("high white blood cell counts"). The patient was treated with antibiotics and surgery (d&c on (B)(6) 2012 and total abdominal hysterectomy and laparoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, back pain, vulvovaginal pain, vaginal infection, female sexual dysfunction, dysmenorrhoea and vaginal hemorrhage was resolving and the genital hemorrhage, blood potassium decreased, hypertension, white blood cell count increased, nausea, fatigue, vaginal discharge, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, blood potassium decreased, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital hemorrhage, hypertension, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection, vulvovaginal pain and white blood cell count increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Diagnostic results: patient had done sonography which was normal. Ultrasound pelvis complete with transvaginal: result: fluid in the endometrium which is thickened, normal ovaries. (B)(6) 2012 - d&c performed (pelvic pain - hematometra vs pyometra?) - endometrium (curettage): - insufficient sample for evaluation of the en fragments of benign endo- and ectocervical along with superficial strips of endometrial without associated stroma. (B)(6) 2012 - diagnosis cervix: squamous and endocervical glandular mucosa with squamous metaplasia and mild chronic cervicitis. Endometrium: status post endometrial ablation with residual thin endometrial lining, significant acute inflammation with reactive epithelial changes and extensive hemorrhage. Myometrium: - no significant histopathologic abnormality. Serosa: - no significant histopathologic abnormality. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 31-dec-2020: mr received: event: 'endometrial ablation performed concomitantly with the essure micro-insert implantation nos' was added. Patient demographic was updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 50512935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to oclude fallopian tube/ failure to occlude (close) fallopian tube(s)." In (B)(6) 2011, medical device monitoring error "essure sterilization and endometrial ablation using hta device" and device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's medical history included postpartum depression, dysuria, discomfort, uterine bleeding, c-section, pyometra and back pain. Previously administered products included for an unreported indication: ciprofloxacin. Concurrent conditions included pre-eclampsia, hypothyroidism, high cholesterol, costochondritis, blood pressure high, chronic sinusitis, leiomyoma nos, endometrial polyp, right lower quadrant pain, hematoma, hematometra, unspecified disorder of uterus, endometrial ablation, cervical stricture, cervical spinal stenosis, cervicitis and squamous cell metaplasia. Concomitant products included atorvastatin, hydrochlorothiazide, hydrocodone bitartrate;paracetamol (norco), phentermine, simvastatin, spironolactone and thyroid (armour thyroid). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2011, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypertension ("high blood pressure"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain") and was found to have blood potassium decreased ("low potassium") and white blood cell count increased ("high white blood cell counts"). The patient was treated with antibiotics and surgery (d&c on (B)(6) 2012 and total abdominal hysterectomy and laparoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, back pain, vulvovaginal pain, vaginal infection, female sexual dysfunction, dysmenorrhoea and vaginal haemorrhage was resolving and the genital haemorrhage, blood potassium decreased, hypertension, white blood cell count increased, nausea, fatigue, vaginal discharge, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, blood potassium decreased, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypertension, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and white blood cell count increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Diagnostic results: patient had done sonography which was normal. Ultrasound pelvis complete with transvaginal: result: fluid in the endometrium which is thickened, normal ovaries (B)(6) 2012 - d&c performed (pelvic pain - hematometra vs pyometra?) - endometrium (curettage): - insufficient sample for evaluation of the en fragments of benign endo- and ectocervical along with superficial strips of endometrial without associated stroma. (B)(6) 2012 - diagnosis cervix: squamous and endocervical glandular mucosa with squamous metaplasia and mild chronic cervicitis. Endometrium: status post endometrial ablation with residual thin endometrial lining, significant acute inflammation with reactive epithelial changes and extensive hemorrhage. Myometrium: - no significant histopathologic abnormality. Serosa: - no significant histopathologic abnormality. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain, menorrhagia. Lot number: 50512935 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (batch no. 50512935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menses"), blood potassium decreased ("low potassium"), hypertension ("high blood pressure"), white blood cell count increased ("high white blood cell counts"), back pain ("lower back pain"), pelvic pain ("pelvic pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics and surgery (total hysterectomy and laparoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, menorrhagia, back pain, pelvic pain, vulvovaginal pain, vaginal infection, female sexual dysfunction, dysmenorrhoea and vaginal haemorrhage was resolving and the genital haemorrhage, blood potassium decreased and hypertension outcome was unknown. The reporter considered abdominal pain, back pain, blood potassium decreased, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hypertension, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain and white blood cell count increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet: reporter and patient demographic added. Lot number added. Event- apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower back pain, pelvic pain female, vaginal pain, vaginal infection and did not have confirmation test performed were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (batch no. 50512935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to oclude fallopian tube" in (B)(6) 2011 and device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's past medical history included postpartum depression. Concurrent conditions included pre-eclampsia, hypothyroidism, high cholesterol, costochondritis, blood pressure high and chronic sinusitis. Concomitant products included atorvastatin, hydrochlorothiazide, phentermine, simvastatin, spironolactone, thyroid (armour thyroid) and vicodin (norco). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("heavy menses"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2011, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blood potassium decreased ("low potassium"), hypertension ("high blood pressure"), white blood cell count increased ("high white blood cell counts"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics and surgery (total hysterectomy and laparoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, menorrhagia, back pain, pelvic pain, vulvovaginal pain, vaginal infection, female sexual dysfunction, dysmenorrhoea and vaginal haemorrhage was resolving and the genital haemorrhage, blood potassium decreased, hypertension, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, blood potassium decreased, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypertension, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and white blood cell count increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-aug-2018: plaintiff fact sheet received- new event nausea, vaginal discharge, fatigue, urinary tract infection, dyspareunia(painful sexual intercourse), failure to occlude fallopian tube , lab data, concomitant and historical condition, concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 32-year-old female patient who had essure (batch no. 50512935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to oclude fallopian tube/ failure to occlude (close) fallopian tube(s)." In (B)(6) 2011 and device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's medical history included postpartum depression, dysuria, discomfort, uterine bleeding, c-section, pyometra and back pain. Previously administered products included for an unreported indication: ciprofloxacin. Concurrent conditions included pre-eclampsia, hypothyroidism, high cholesterol, costochondritis, blood pressure high, chronic sinusitis, leiomyoma nos, endometrial polyp, right lower quadrant pain, hematoma, hematometra, unspecified disorder of uterus, endometrial ablation, cervical stricture, cervical spinal stenosis, cervicitis and squamous cell metaplasia. Concomitant products included atorvastatin, hydrochlorothiazide, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), phentermine, simvastatin, spironolactone and thyroid (armour thyroid). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypertension ("high blood pressure"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain") and was found to have blood potassium decreased ("low potassium") and white blood cell count increased ("high white blood cell counts"). The patient was treated with antibiotics and surgery (d&c on (B)(6) 2012 and total abdominal hysterectomy and laparoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, back pain, vulvovaginal pain, vaginal infection, female sexual dysfunction, dysmenorrhoea and vaginal haemorrhage was resolving and the genital haemorrhage, blood potassium decreased, hypertension, white blood cell count increased, nausea, fatigue, vaginal discharge, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, blood potassium decreased, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypertension, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and white blood cell count increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Diagnostic results: patient had done sonography which was normal. Ultrasound pelvis complete with transvaginal: result: fluid in the endometrium which is thickened, normal ovaries on (B)(6) 2012 - d&c performed (pelvic pain - hematometra vs pyometra) - endometrium (curettage): - insufficient sample for evaluation of the en fragments of benign endo- and ectocervical along with superficial strips of endometrial without associated stroma. On (B)(6) 2012 - diagnosis cervix: squamous and endocervical glandular mucosa with squamous metaplasia and mild chronic cervicitis. Endometrium: status post endometrial ablation with residual thin endometrial lining, significant acute inflammation with reactive epithelial changes and extensive hemorrhage. Myometrium: - no significant histopathologic abnormality. Serosa: - no significant histopathologic abnormality. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs